Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer reported elevated blood glucose (bg) levels of up to 374 mg/dl. It was indicated that the customer administered manual injections to address bg level, and will continue to use manual injections as alternate insulin therapy.